Manufacturer narrative:
The reported event of unacceptable capture was not confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examination of the lead found no anomalies. Electrical testing found no indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented for implant procedure. During the procedure, upon interrogation, the atrial lead exhibited high capture threshold. The lead was not used and replaced during the procedure. The patient was stable throughout.